Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor generated a "reference sensor failure" error message. The user attempted to reboot the device a few times, but the failure remained. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.